Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, the patient complained of diaphragmatic stimulation. The physician reprogrammed the pacing threshold. The physician confirmed the diaphragmatic stimulation was due to the lead going into the coronary sinus.